Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip up fenestrated grasper instrument was analyzed, and failure analysis confirmed the customer reported complaint. The main tube exhibits signs of deep scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.55" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube and not returned by the customer. Common causes of the failure mode are typically attributed to mishandling/misuse. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or wear over time due to friction against cannula. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the tip up fenestrated grasper instrument that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci assisted surgical procedure, a staff in the central sterile services department (cssd) found multiple scratches on the tip-up fenestrated bipolar forceps instrument shaft. The customer did not want to autoclave the instrument as there was a risk of contamination. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.